Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced an infection over the implant site followed by device extrusion. Beginning on (B)(6) 2019, the recipient received antibiotic therapy, however, the issue did not resolve. The recipient's device was explanted. The recipient will not be reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and the photographic imaging inspections. System lock could not be obtained at any spacing. This is believed to be due to the monopolar cautery used during explant surgery. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, it is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This is ultimately the device to cease functioning. This is believed to be due to the monopolar cautery used during explant surgery. This is not believed to be related to the return reason. This is the final report.

Manufacturer narrative:
The recipient's infection reportedly resolved.